Event description:
It was reported that the intraocular lens (iol) was loaded correctly; however, the lens came out from the shooter prematurely. Reportedly, no patient contact. No further information was provided.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected under microscope magnification. Visual inspection revealed that the lens had surface residuals (fiber/particles) on the optic of the lens. No cosmetic defects, and/or damages were observed on the lens. No further testing was able to be performed. The manufacturing record review was performed. The devices were manufactured within specifications. No associated deviation or non-conformity reports were found in the manufacturing record review (mrr) related to reported complaint type. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.